Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #unk. Additional information was requested and the following was received: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. No response from sales rep, answers could not be obtained. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: perioperative and short-term clinical efficacy comparison of pulmonary lobectomy with single-port vats and single-operation-port vats. Authors: wang wei, zhang lei, tang zhen, li xiaojun, gongyuan, wang biao, song chao, geng yang, chen pengfei. Citation: chinese journal of general practice,december 2018,vol. 16,no. 12. The objective of this study is to investigate the safety and clinical significance of single-hole thoracoscopic surgery and single-hole thoracoscopic surgery in lobectomy, and to compare the clinical efficacy of two surgical approaches in the treatment of pulmonary diseases. From january 2017 to january 2018, the patients were divided into 2 groups; 27 patients were in one group and 49 patients were in another group. Th implants used were johnson & johnson echelon cutter stapler + white nail and green nail. The following complications were reported as follows: 1 case was converted into thoracotomy. The lymph nodes between bronchus and pulmonary artery were hard and adherent, which was difficult to be freed, with high risk of bleeding. 3 patients were converted into thoracotomy, 1 patient accidentally injured the blood vessel with the closure device, and 2 patients had hardened lymph nodes. 3 patients had incision fat liquefaction. 1 had chylothorax, postoperative case of single-hole thoracoscopic right upper lung surgery, which was improved after 3 days of fasting. 3 cases of fat liquefaction, 1 case of pulmonary infection. 1 case of encapsulated pleural effusion. The patient with encapsulated pleural effusion developed fever on the fourth postoperative day, and reexamination of CT revealed encapsulated pleural effusion. A no. 12 "pigtail" tube was placed under the guidance of color doppler ultrasound, which was improved after enhanced drainage. In conclusion, single-port video-assisted thoracic surgery in lobectomy for benign and malignant pulmonary diseases is safe, effective and worthy of promotion.